Manufacturer narrative:
Patient information not available for reporting. This report is for an unknown pfna end cap. Part and lot numbers are unknown; UDI number is unknown. No end cap was implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Hospital address and telephone not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent surgery on (B)(6) 2015 to implant a proximal femoral nail antirotation (pfna) nail, blade, and locking bolt. Patient experienced persistent pain and consulted another surgeon who noted a ¿wiper effect¿ of the fascia lata tensor. Patient was returned to surgery on (B)(6) 2016 for removal of the hardware. During the removal procedure, surgeon noted an end cap was not used, stating the absence of the end cap could have caused or contributed to the patient¿s persistent pain and soft tissue irritation. This report is for one (1) unknown end cap. This is report 1 of 4 for (B)(4).